Manufacturer narrative:
Investigation is not complete. Product has not been returned. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-000267 and 000268.

Event description:
Allegedly removed during revision surgery.